Manufacturer narrative:
The product pertaining to this claim was not returned; however, the lens was received and a portion of the haptic is torn off and missing. It should be noted the cartridge and foam tip plunger were not returned. An investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injectors and cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was inserting a +31.5 diopter collamer lens in an indigo-p injector and the lens was tearing. The reporter stated that it was due to the injector tearing the lens, and no pt contact. This is one of two incidents that occurred on this patient. See MFR report number 2023826-2007-01881 for the other report.